Manufacturer narrative:
Pharmacovigilance comments: the serious, expected event of visual impairment and the serious, unexpected events of ocular discomfort and eye pain were considered possibly related to the treatment. The non-serious events of implant site swelling, implant site bruising, implant site pain, skin atrophy, and device ineffective were considered expected and possibly related to the treatment. Ocular discomfort and eye pain could be related to the visual impairment. The case did meet the seriousness criteria for expedited reporting to the regulatory authorities due to the medical importance of visual disturbance although the patient recovered. Evaluation the events are expected, except ocular discomfort and eye pain, which could be related to the visual impairment. No corrective or preventive action will be initiated. Lot number was not reported and a batch record review cannot be performed. No product available.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a (B)(6) year old male patient. The patient's medical history was not reported. Concomitant treatments were not reported. Previous treatments included unspecified restylane products. On (B)(6) 2016, the patient received treatment with 2 ml of restylane (lot unknown) to the cheeks with an unknown needle type and unknown injection technique. The patient denied being premedicated before injection. The patient reported the injection on (B)(6) 2016 was painful (implant site pain). The consumer speculates that the physician hit a nerve. On an unknown date after the injection the patient reported swelling (implant site swelling) and bruising (implant site bruising) at the injection site. On an unknown date a few weeks after the injection, the patient noticed that the product seemed to vanish(device ineffective) from the cheeks. The patient noticed indentations where the product was injected. On an unknown date after the injection the patient began to experience pressure in eyeball(ocular discomfort) and pain in eyeball(eye pain), and developed unspecified vision problems (visual impairment). The patient reported using a warm compress for the swelling and bruising which resolved at an unknown time. The patient reported no treatment for the vision problems, reporting that it went away on its own at an unknown time. The patient reported seeing a dermatologist who said his face does not look normal and there is significant atrophy (skin atrophy) (he may not have used those specific words). Outcome at the time of the report: swelling, bruising, pressure in eyeball, pain in eyeball, and vision problems was recovered/resolved. Painful, atrophy, and product seemed to vanish was unknown.